Event description:
A pharmacy staff reported that, during intraocular lens (iol) implant procedure, the lens did come out, but it is possible that the lens suffered invisible damage and it was decided not to implant it. The lens was blocked during placement in inserter, afterwards could load, but possibly damaged. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacy staff reported that, during intraocular lens (iol) implant procedure, the lens did come out, but it is possible that the lens suffered invisible damage and it was decided not to implant it. The lens was blocked during placement in inserter, afterwards could load, but possibly damaged. There was patient contact. The surgery was completed with a back up lens to make sure lens wasn't damaged. The operation was continued without any problems.

Manufacturer narrative:
On initial MDR the FDA product code of 2915 was an error. It should have been 4010 on the original MDR. The product was returned for analysis and the reported complaint was not observed. No damage was observed to the lens. Additional observations were as follows: the device was returned in the blister tray in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. The nozzle tip has heavy stress marks. The iol is returned in a specimen container in an unknown clear liquid. The iol is air dried. Ovd is observed on the iol. No damage observed. The iol met specifications when dimensionally measured for edge thickness and plan view. We are unable to determine the root cause for the reported complaint "blocked in inserter". Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the cartridge lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement . This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. The manufacturer internal reference number is: (B)(4).